Manufacturer narrative:
Reporting facility name-(B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim when the product is connected to the infusion set, the liquid does not flow; the affected quantity is 1, the sample can be returned, and photos are provided; green claims are required, a complaint reply letter is required (with reasons), and a complaint receipt letter is required

Event description:
Additional information: please confirm the brand and model of the connected product? The brand is weigao, and the specific item number and batch number have been photographed please confirm the infusion settings - gravity or pump, height of the infusion line, entry point of the patient, infusion rate and pressure, infusion line settings (other extensions or accessories), etc.? Not involved, because the infusion has not yet begun. Please confirm if there is any visible damage on the kit ¿ such as flash or piston deformation on the luer fitting or connecting product? Not found please check what kind of substance is injected during the event? Normal saline with ordinary sodium chloride please confirm when the fault is found during perfusion or infusion? If during the infusion, for how long? When I first connected the connector, I found that I couldn't get rid of the liquid.

Manufacturer narrative:
Additional information in adverse event or prod prob (b) investigation result: no 2000e china sample was received for investigation. The customer reported that the affected sample was from lot 24025030 and "when the product is connected to the infusion set, the liquid does not flow" and the connecting device was a weigao product. As part of the investigation, the customer provided a photograph of the affected sample; however analysis of the photograph was not able to confirm any obvious manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot #24025030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this feedback in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.